Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked at approximately 12.0 cm, 43.0 cm and 102.0 cm from the proximal end. The embolization coil was undamaged and intact with the pusher assembly. The introducer sheath was not returned with the device. Conclusions: evaluation of the returned pod8 confirmed pusher assembly kinks. If the pod8 is mishandled during removal from its packaging hoop, the pusher assembly may become kinked. This pusher assembly kink likely contributed to the reported resistance experienced during the procedure and caused an additional kink to the pusher assembly. The kink that was observed near the proximal end of the pusher assembly was incidental to the complaint and could have occurred during packaging the device for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery using pod8s and lantern delivery microcatheter (lantern). During the procedure, while removing the pod8 from the packaging hoop, the pusher assembly kinked. The physician placed the lantern in the right hypogastric artery and started to advance the same pod8; however, access to the vessel was lost. Therefore, the physician decided to re-sheath the pod8. While retracting, the physician experienced resistance and while pushing the pod8 forward, the pusher assembly kinked again; therefore, it was removed. The procedure was completed using a new pod8 and the same lantern. There was no report of an adverse effect to the patient.